Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that pocket site looked infected and started to scan up a couple weeks ago. Healthcare provider (hcp) ordered a culture. Patient said when he saw that his incision was opening up he put a bandage on it. He is allergic to adhesive so it cause an allergic reaction. Incision was opened up and cleaned out. More antibiotics were given. Connections and impedances were checked. The issue was resolved.